Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-01213 & 0001825034-2017-01216).

Event description:
It was reported that the patient was revised due to unknown reasons. The head and liner were removed and replaced.

Manufacturer narrative:
Cmp-(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported that the patient underwent hip revision and washout 20 days post-implantation due to possible infection. The head and liner were revised.